Event description:
Following information was reported to gore: on (B)(6) 2024, a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was intended to be implanted for a patient for treatment of an unknown etiology in the subclavian artery as a multibranch device for the thoracic aorta. A cook-sheath and a 0.035" terumo stiff wire were used in this procedure. It was reported that the viabahn device was advanced into the subclavian artery without any problems ready to be deployed. During the attempt to deploy and by pulling the deployment line, the thread stopped after about 30 cm and the viabahn device did not detach from the catheter. The viabahn device was removed and another viabahn device was implanted instead to complete successfully the procedure. It was reported that the patient was fine after the procedure.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal casenumber. A2, a3, a4: patient information was requested, but not made available. It was stated that patient data was not known. H6 codes b14 and c19: a review of the manufacturing records indicated the device met pre-release specifications. H3 other; h6 code b18: the medical device was discarded; therefore, direct product analysis was not possible. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. As per instructions for use (IFU) possible adverse events and complications that may occur with the use of any gore® viabahn® endoprosthesis with propaten bioactive surface or in any endovascular procedure and require intervention include but are not limited to: deployment failure. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Following information was reported to gore: on (B)(6) 2024, a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was intended to be implanted for a patient for treatment of an aortic aneurysm in the subclavian artery as a multibranch device for the thoracic aorta. A 9fr 45 cm long flexor sheath (cook) and a 0.035" stiff guide wire (terumo) were used in this procedure. It was reported that the viabahn device was advanced into the subclavian artery without any problems ready to be deployed. During the attempt to deploy and by pulling the deployment line, the thread stopped after about 30cm and the viabahn device did not detach from the catheter. The viabahn device itself did not expand and remained closed on the catheter. The viabahn device was removed and another viabahn device was implanted instead to complete successfully the procedure. It was reported that the patient was fine after the procedure. The physician assumed a technical defect in the catheter.

Manufacturer narrative:
H3 other: h6 codes b18, c24, d15: the primary reported complaint could not be independently confirmed because there were no items returned for evaluation. Therefore, an independent assessment of deployment performance could not be conducted. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The cause for the complaint could not be established with the available information. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.